Event description:
Following an atrial fibrillation procedure, an effusion was noted with protamine administered during the post assessment, an echocardiogram was performed, which revealed the effusion. Protamine was administered to stabilize the patient. The patient was stable when he left the intervention room.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.